Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device was successfully implanted. The patient was discharged. The patient had a routine 45 day follow up and the device was found to be shifted. The device was retrieved, and a new placement was attempted. The patient is fully recovered.